Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the proximal to mid left anterior descending (lad) artery with moderate calcification and 90% stenosis, a non-abbott guide wire was advanced through the lad and a pilot 50 guide wire was advanced through the circumflex as a buddy wire for protection. A 3.0x8 nc trek rx dilatation catheter was advanced without resistance over the non-abbott guide wire toward the proximal lad and inflated; however, although the indeflator was raised up at 12 atmospheres the balloon did not inflate. A second attempt was made to inflate the balloon and the same occurred, the balloon did not inflate. The 3.0x8 nc trek rx dilatation catheter was withdrawn from the patient anatomy without resistance. Once outside of the patient anatomy, the guide wire port was found to be kinked and a leak from that area was noted. A 3.0x10 non-abbott balloon dilatation catheter was used to pre-dilate the proximal lad and a 2.5x15 non-abbott balloon dilatation catheter was used to pre-dilate the mid lad. A 3.5x15 xience prime stent and a 3.0x33 xience prime stent were implanted and the procedure was completed. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: runthrough ns, pilot 50; inflation: indeflator. Evaluation summary: the device was returned and the reported inflation issue, leak and kink were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.